Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a problem with the software and reloaded the hard drive. The system operates as intended.